Manufacturer narrative:
The atrial lead was successfully repositioned and remains in service. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the left ventricular lead was performed. Visual inspection of the lead revealed dried blood/body fluid throughout the lead lumen. The conductor coils were deformed at 318mm from the terminal pin due to the suture tie down. The conductor coils were also stretched at 895 - 905mm from the terminal pin. Insulation separation was noted proximal to the anode electrode 903 - 905mm from the terminal pin. A guidewire insertion test was performed and failed 698mm from the terminal pin most likely due to dried body fluids in the lead lumen. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that during a follow up visit, irregularities of this right atrial lead (serial number unknown) were noted. An echocardiogram and chest x-ray revealed a tamponade and possible right atrial (ra) perforation. The patient was transferred to a hospital to perform pericardial puncture for fluid release. After the puncture and the removal of 500ml of blood, the bleeding continued and the patient was taken to the operating room. A sternotomy was performed in order to control the bleeding. It was visibly confirmed that the atrial lead had dislodged and perforated the right atrium. Due to the patient's condition, the decision was made to reposition the ra lead epicardially. All measurements were normal after the lead was repositioned. However, during the procedure, the left ventricular (lv) lead had dislodged and exhibited poor measurements. The decision was made to replace the lv lead with an epicardial lv lead. The procedure was successfully completed. The patient had a functional right ventricular lead at all times without any syncopes or pacing inhibition. Additionally, the patient remained in a sinus-rhythm at all times. The explanted left ventricular lead was returned to boston scientific. No additional adverse patient effects were reported.